Event description:
It was reported that during an avnrt procedure, a steam pop occurred. No spikes in temperature or impedance were noted. There was no change in patient's vital signs. No medical intervention was performed. Patient remained stable during the procedure. Patient did not require hospitalization.

Manufacturer narrative:
A 3500a supplemental will be submitted once the catheter is returned for evaluation. Bwi concomitant products: stockert 70 system, us cat num: s7001, serial number (B)(4); carto 3 system, us cat num: m480001, serial number: (B)(4). Manufacturer's reference #: (B)(4).

Manufacturer narrative:
After multiple attempts to retrieve the device, the device was not returned for investigation as initially reported.(B)(4)